Manufacturer narrative:
Part will be returned for evaluation.

Event description:
Customer reported an issue with the pressure gauge assembly of the a5 anesthesia delivery system which may have affected gas delivery. No patient injury was reported.